Event description:
It was reported that during an indirect decompression spacer implant procedure, the spindle cap set screw on the spacer broke during deployment. The device was removed and a new spacer was successfully implanted. The patient was stable postoperatively.

Event description:
It was reported that during an indirect decompression spacer implant procedure, the spindle cap set screw broke during deployment. The device was removed and a new spacer was successfully implanted. The patient was stable postoperatively.

Manufacturer narrative:
The returned spacer was analyzed and found the spindle cap was completely sheared off from the implant body. The detachment of the spindle cap was likely due to excessive force. This damage to the implant indicates the event was likely due to deployment against resistance (e.g., bone) and, or manipulation of the position of the device by gear shifting of the inserter. As such, damage to the spacer indicates the event was likely due to an unintended error.